Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to shaved distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign objects at the distal end, other evaluation findings are as follows: there were scratches on the grip and the switch box; the air/water cylinder and the suction cylinder had no color; the cover of the light guide bundle was damaged; and the distal end was shaved with residual liquid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's albaran lever was defective and only moved half way. There was no report of patient harm. The device was returned, evaluated, and the distal end had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.